Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The pt's groin was scarred from previous interventions. When deploying the device the posterior needle missed the barrell and presented in the subcutaneous tissue. During the attempt at backdown the needles dislodged from the needle holder. The pt was taken to surgery for removal of the device and closure. Surgery was successful and the pt recovered without incident.